Event description:
A data error alert 4 was reported after the pump ship date, and customer experienced an elevated blood glucose level of 339 mg/dl at the time the issue was noticed. Cts assisted customer in re-entering erased settings and ensured confirmation screen matched desired settings. Although some history logs were possibly erased, therapy remained unaffected, and customer continued using the pump for insulin therapy after acknowledging resolution.